Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1; date of submission: 03/23/2015 - device evaluation: the pump has been returned, and it was evaluated by product analysis on 03/10/2015 with the following findings:several inexplicable 'power reboot events', which can be indicative of the type of power issue that was reported, were observed in the black box data. The returned battery cap was found to be free of damage. The battery compartment was observed to be intact. The returned battery cap was able to secure to the suspect pump case per the instructions for use (IFU). The pump was able to maintain power with the returned battery cap installed. The pump was exercised for 24 hours, during which no power related events were observed: the reported power issue was not duplicated. The battery cap contact measurements were found to be within the specifications. The pump case was removed, and no evidence of internal damage or defect was found. During the analysis, the pump operated according to the specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (intermittent power) issue. The reporter alleged that the pump was displaying an intermittent-power issue, which is identified by the presence of undesired ¿power reboot events¿. In addition, it was reported that the pump powered on appropriately with the use of a new battery from a new pack; however, this result does not constitute resolution of this issue. Also, the yellow o-ring of the battery cap was reportedly visible at the time of the power interruption; per the instructions for use (IFU), the yellow o-ring of the battery cap should not be visible during pump operation, otherwise the pump is susceptible to power-related failures. The reporter stated that they were able to secure the battery cap to the pump case per the IFU upon the last attempt prior to the occurrence of the power interruption. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.